Manufacturer narrative:
Additional information: d10, h3, h6. The device was returned for analysis with the battery voltage at end of life with no ability to establish bluetooth communication when received. Session records indicated a long bluetooth connection on the date of implant, which caused the device voltage to deplete rapidly. Further analysis was performed after installing a new battery and no anomalies were observed. Bluetooth functionality was recovered and tested to perform the bluetooth low energy (ble) timeout. The device was able to timeout after one hour of being in idle status, as expected. The reported issue of premature battery depletion is consistent with a latch up condition on the hybrid, which resulted in the long bluetooth connection and depleted the battery. The reported event of premature battery was confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was implanted on (B)(6) 2019 and the first transmission to was sent to merlin.net which showed the device at elective replacement indicator (eri) suggesting the battery would reach the end of life within a month. Premature battery depletion was suspected and device replacement is anticipated. The patient was stable.

Event description:
New information was received indicating the device was explanted and replaced. The patient was stable.